Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not clinical use, when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that several collision errors that would cause the system to stop motorized movements. Analysis of the system log did not confirm the reported issue. Upon further inspection, the fse found that the system is not being shut down at night or rebooted for long periods of time. The fse advised the customer to reboot the system daily. After rebooted the system was returned to use in good working order. The codes are updated based on the investigation outcome.

Event description:
It was reported to philips that the allura was not showing cine images. No patient or user harm was reported. Philips has started an investigation of the complaint.